Event description:
It was reported that the screen keeps changing from one screen to another without anyone touching it. The unit will engage in monitoring. No pt incident reported.

Manufacturer narrative:
The device has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.